Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge, and tandem technical support provided tips for preventing future altitude alarms, which the caller understood and acknowledged. The pump subsequently resumed normal operation.